Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm. Customer removed the battery from the insulin pump for eight hours, but it would not reset. Blood glucose level at the time of the call was not provided. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.